Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (device disabled, call ambulance alarms/asystole event) has been confirmed. Upon eval, it was found that the pca board in ECG electrode a was corroded. The cause of the corrosion cannot be positively identified but is likely a result of liquid ingress. The exact source of the liquid cannot be positively identified. No adverse event resulted from the damaged ECG electrode. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report that his device is alarming 'device disabled, call ambulance'. Customer support asked the pt to download and confirmed the flags show an inaccurate asystole event. The pt was issued a replacement electrode belt.